Event description:
Doctor was using the blade and patient was burned during hip arthroscopy procedure. Burn occured around the portal area with redness on skin.

Manufacturer narrative:
Evaluation of the returned device resulted in the following observations: the distal tip of the device showed evidence of normal use. There were no material defects identified with the insulation of the device shaft. Connection of the unit to a vulcan generator, (B)(4) (through the electroblade adapter) indicated that all defaults displayed appropriately. (B)(4)